Event description:
It was reported a bridge bolus was incorrectly performed (B)(6) 2014 @ 1153 as it was supposed to be a prime bolus to clear the pfns and bring the drug mixture to the tip of the catheter. Per the reporter 7 days had passed and they just realized the mistake so now wanted to program a prime for the remainder of the pfns in the system. Options were reviewed and the reporter planned to confer with the hcp. The pump was used to deliver hydromorphone, bupivacaine, and saline. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's healthcare professional (hcp) recalculated/estimated the remainder bolus amount and changed it to a priming bolus while the patient was still in the office. The reporter stated the patient was kept an extra hour to monitor them. The reporter further stated they had not heard of any additional issues. Additional information received reported the patient had a lack of pain relief that caused the hcp to notice that a bolus was still in progress. It was noted a bridge bolus instead of a prime bolus was done. It was further noted the hcp corrected it and continued to titrate the patient to the appropriate therapeutic level. The reporter stated the patient was "wnl."